Event description:
Customer reports spectrum monitor malfunctioned, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative verified the problem. Corrections included replacement of the unit's cpu board and setting reconfiguration. Unit was tested to factory's specifications.